Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was oversensing ventricular events on the atrial channel. Technical services (ts) determined that the some of the intrinsic atrial events were undersensed as they were falling into cross chamber blanking as well and recommended programming changes. The healthcare provider decided they were going to turn off atrial detection enhancements. No adverse patient effects were reported. This crt-d remains in service.